Event description:
As reported by the user facility information by bbm sales organization in sweden: "under infusion" event description according to deviation report / notifier: connects the privigen in an infusion pump, starts as usual and leaves the room. After 1h 15min when it should disconnected, nothing has been infused. The pump that was reset shows an infused volume of 139.2ml, but the bottle is still full of privigen. At the same time, the clamp on cvk has been closed all the time, which would have alarmed too high back pressure, which it did not (the resistors were at 9, but would have alarmed anyway). Pictures are presented in the appendix on the last page. Investigation: the glass bottle used was 200ml in size. The vent valve on the unit was open underneath the infusion. The bubbles in the glass bottle noted in figure 1, in the appendix on the last page, probably came after the infusion. The unit used is discarded. After the event, the user tried, with the same unit and drugs, to disconnect from the patient and instead infuse into the air, and then the pump should have worked normally. When reviewing logs, note that the incident occurred (B)(6) 2022 somewhere between (B)(6) (probably from 09: 40: 06-11: 04: 15), and immediately after the incident, the user, as mentioned, must have infused in the air (probably from 11: 12: 41-11: 16: 32). Note that most of the button presses from the mentioned day unfortunately have overwritten by later keystrokes, in the pump log. Medical technology's assessment is that the pump's log shows that the pump is infused according to the notifier description. Accompanying risks with such an event may be that the patient does not receive any medication at all, at the same time as the pump thinks that it is infusing, or that the patient is not receiving the right amount of medicine. The pump has not alarmed, which means that the user has not been able to pay attention to the problem. Sample will be sent!

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4) 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: (B)(4) 2.3 serial number/batch: (B)(6) 2.4 software version: n030005 2.5 hours of operation: 9136 h 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. The history files at 2022-06-16 were investigated. At 02:01 am a space line was inserted. Two minutes later a new vtbi with the value of 250 ml was set. Furthermore, the time was set to 04:00 h. The infusion was stopped correctly at 06:03 am with an act. Volume infused of 250 ml. Furthermore, there are no anomalies. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. An oxidized p2-connector could be detected. Furthermore, the device is in a clean state and no visible damage can be located. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,61 bar (should be: 0,1-0,7 bar) pressure stage 5: is: 0,90 bar (should be: 0,4-1,0 bar) pressure stage 9: is: 1,25 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 2,13 bar (should be: 1,8-2,5 bar) pmin: is: 1,82 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,84 bar (should be: >1,0 bar) the device matches the required values and standards. All measured values are within our specification. 2.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -3,53%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.